Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with below instructions for use (IFU): instructions, operation manual for evis lucera gif/cf/pcr type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of variable stiffness and light guide lens scratches were not confirmed. The allegation of connecting tube having a scratch was confirmed. In addition to evaluation in b5, the connecting tube had a wrinkle. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. An abnormal sound was made due to damage on the up/down knob. The adhesive on the bending section cover had a crack. The electrical connector had discoloration due to water leakage. The up/down knob had a scratch. The lock engagement lever knob had a scratch. The lock engagement lever had a scratch. The electrical connector was damaged. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. The light guide lens had a crack. The plastic distal end cover had a scratch. The light guide cover glass had a scratch. Paint on suction cylinder was peeled. The right/left knob had a scratch. Flexibility adjustment ring had a scratch. The image guide protector had a scratch. The switch box had a scratch. The scope cover had a scratch. The switch button 1 had a scratch. The switch button 3 had a scratch. The suction cylinder was shaved. The scope connector had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration. The control unit had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera colonovideoscope had buckling of the insertion part, decrease in hardness variable function, and light guide lens scratches. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning.